Event description:
The drill bit broke causing a delay in surgery.

Manufacturer narrative:
Examination of the returned product by a depuy warsaw material research manager confirmed the observation. Examination of the fractured threaded region indicated that the fracture had originated along the thread roots. The instrument's end bound up against a hard surface that would not allow the drill to turn, unraveling the threaded regions. Based on the investigation, the need for corrective action is not indicated.